Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) dialed into the server to investigate the downtime query. The tss confirmed that new messages were crossing over with the current time in ext received message. The task manager showed memory usage at 85¿90% and central processing unit (cpu) at 60¿70%. The findings were verified with the customer, and the case was proceeded for closure. The system functioned as intended after the technical support specialist investigated the issue with the device.

Event description:
It was reported that when using the bd pyxis¿ es server system performance was slow. The customer reported that orders are not transferring promptly from epic to pyxis, and medications cannot be retrieved that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.